Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, not detected on bus. Customer tried to recover drawer, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and not detected on bus. A field service engineer reseated all cables and wiring, cleaned the inseparables, and examined the retractor band and pyxis bus cable, rebooted the system and verified operation using the hardware test application, completed all required tests successfully, then launched the application and confirmed functionality by allowing customer to access the pyxis without issue. All functional tests completed successfully. The system functioned as intended after the field service engineer repaired the device.